Event description:
The infusion pump was involved in an overdelivery of a heparin solution. Reportedly the pump displayed a rate of 20 ml/hr with a vtbi (volume to be infused) of 426 ml at one point. Approx 3 hrs later the pump was displaying a vtbi of 0 and the bag was empty. The pt's ptt level was elevated initially and returned to normal within 6 hrs. No add'l intervention was required.